Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected and pressure tested for the reported leak. It was subsequently submerged in a water bath to identify the source of the leak. Results: pressure test revealed that the returned circuit exhibited leak and was out of specification. The water bath test showed that the leak was from the evaqua elbow connector. Visual inspection revealed insufficient glue in the proximal connector. A lot check could not be performed as no lot number was provided. Conclusion: all rt340 breathing circuits are visually inspected and pressure tested for leaks before they are released for distribution. Any breathing circuit which fails any of these tests is discarded. The observed leak was caused by insufficient glue being injected into the evaqua expiratory limb connector such that it did not form a permanent seal during the assembly process. The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." The hospital staff correctly checked the breathing circuit before patient use which is in line with our user instructions.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt340 adult breathing circuit failed the leak test on a pb840 ventilator. This was found prior to patient use.